Event description:
It was reported that patients lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
E1 initial reporter phone number (B)(6). Date of event is estimated.

Manufacturer narrative:
As reported the lead replacement was due to high impedance was confirmed. As received the model lead 3186 was complete, microscopic inspection observed all wires broken in the lead, that would cause high impedance issue as reported.